Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
On 29 of jan 2008, the sales representative reported that during a posterior lumbar interbody fusion (plif) surgery, the surgeon was tightening the closure top when both drivers stripped causing the closure top internal threads to strip. The surgeon intervened and explanted the sheared closure tops, implanting new ones. There was a 20 minutes delay in the case. Additional information received on 30 jan 2008 via telephone, the sales representative reported, that on the final tightening of the closure tops, the two drivers stripped. The internal thread of the closure tops also sheared. The three closure tops were explanted and the surgeon implanted new ones. The surgeon had to use force to get the drivers to fully lock the new closure tops. There was no report of patient injury.